Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient obtained multiple occlusion alarms during the prime cycle. The patient obtained a blood glucose reading of 526 mg/dl and she experienced the symptoms of nausea and mild chest pain. The patient replaced the cartridge and infusion set, however, she was unable to clear the alarms. The patient managed her diabetes with her backup plan of syringe injections. Troubleshooting revealed the patient's technique was correct. The issue was not resolved. As the patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the pump occlusion alarm issue occurred, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated multiple occlusion alarms had occurred, and that the occlusion alarms were preceded by a constant rise in force. An occlusion was induced during investigation and the pump emitted the appropriate audio-visual alerts. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues and no occlusions occurring. A rewind, load, and prime sequence was performed with no alarms occurring. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.